Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family or friend reported via phone call that the insulin pump did not alert low reservoir and had been exposed to water when it fell into a toilet. The caller did not know the blood glucose reading. The caller stated that the display looked funny when viewed with sunglasses. He observed water spots in the display. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronics. No low reservoir alarm could be verified due to the blank display. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners and a cracked reservoir tube lip.